Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-13995n multifire scorpion needle malfunctioned after three passes during a rotator cuff repair procedure on (B)(6) 2024. The end where it sits in the scorpion instrument bends and will not deploy the needle through the trap door; it will then fly back and out of the back of the scorpion instrument itself. The case was completed and nothing broke inside the patient. This was discovered during use, with no reported patient harm. Additional information was received on 6/17/2024: another scorpion was opened to complete the case. The scorpion needle did not break just bent and would not fire. The case had no delay.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.